Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the implantable neurostimulator (ins) caused more pain six to seven months after having implant, and they kept re programming the device and it did not change. The patient reported they stopped using therapy seven to eight months ago. The healthcare provider (hcp) will be removing the device in the near future. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.